Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) was unable to cross he target lesion. Vascular access was via the femoral artery. The 90% stenosed, concentric, de novo target lesion was located in a mildly tortuous, moderately calcified left circumflex artery. The target lesion had a significant bend between 45 and 90 degrees. Following pre-dilatation, the 32 x 2.50 mm taxus liberte sds was introduced, but was unable to cross the target lesion. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft break and stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual inspection of the returned product revealed a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The reported information, the presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The hypotube was detached/separated 84cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were stent struts stretched and bent in the second proximal row and the first distal row of the stent. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the hypotube detachment and stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).